Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). S/w version : 2.9d. Retainer ring=clear. The pump was returned for pump error 4 and pump error 29 alarms found on (B)(6) 2021. Pump¿s history and trace files downloaded successfully using thus software. Unit passed the displacement test and self test. No pump error 4 or pump error 29 alarms noted during testing. However, the formatted history file confirms pump error 4 alarms on (B)(6) 2021 at 6:07pm. Pump error 29 confirmed in the pump history/trace files on (B)(6)2021 at 6:21pm. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly(pcba 1) board. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, missing display window cover, cracked keypad overlay, cracked battery tube threads, cracked case on the battery tube side, cracked case reservoir tube side, and cracked retainer ring. Pump error 4 alarms confirmed in the pump history/trace files on (B)(6) 2021 at 6:07pm due to moisture damage on the pcba 1 board. Pump error 29 confirmed in the pump history/trace files on (B)(6) 2021 as a result of pump error 4. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.